Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that her infusion set fell apart at night when she was sleeping. Reportedly, the tubing got separated from the clip at the quick-release and the clip itself was connected to the site. She woke up with blood glucose level of 18 mmol/l. She changed the infusion site and her blood glucose level dropped down to 9.3 mmol/l at the time of this report. No further information available.